Event description:
Procedure type: sigmoidectomy. According to the reporter: the green indicator was visible, but the device was hard to activate. After firing the device, it was noticed that the mylar was fully cut and also a leak was noticed at the anastomosis site. The surgeon subsequently decided to "re-dissect". It was reported that the surgical time was extended more than 2 hours; however, no patient injury was reported.

Manufacturer narrative:
.